Manufacturer narrative:
The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no excessive "no delivery" error alarm noted during testing. The pump was programmed at 2.0 units fix prime with water reservoir. The water did exit the infusion set. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had bleeding on lcd glass, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 247mg/dl. The customer's blood glucose level at the time of hospitalization was over 600mg/dl. The customer was treated for the highs. The customer had issues with no delivery alarms. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.